Event description:
The pt received trial 2 scs leads with the same lot number. It was reported during the pt's trial scs lead explant procedure, the physician observed pus at the lead insertion site in additional to the pt having a fever. At the time, no course of action was planned to address the issue and no cultures were taken. No additional info is available at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records review were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.